Event description:
The customer reported collimator blades/ iris are stuck in closed position. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the hv cable. The system operates as intended.